Manufacturer narrative:
(B)(4) date sent: 02/15/2022 d4: batch # 129a85 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage. The device was received without an anvil and without a washer. Attempts to install the battery were unsuccessful. Upon removal of the shrouds, one of the battery contacts on the bulkhead was deformed and hence the battery could not be inserted fully nor make electrical contact, causing the reported event condition. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device was connected, but could not be fired. New device was connected and worked perfectly. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.